Event description:
Caller reported that intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by manual insulin injection. Reportedly, the customer was using cold insulin, reusing cartridges with the pump, and failed to properly cycle the cartridge. Tandem technical support informed customer that insulin should be at room temperature before filling a cartridge and that reusing cartridges off-label per user guide and educated the customer to properly cycle the cartridge before use. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin administration.